Manufacturer narrative:
Findings: button error alarm and no esc button response due to flattened button dome switch. Unable to perform functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self test, test and all operating current test due to no esc button response. Pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 7.4 mmol/l at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.